Event description:
A medwatch report was received indicating that following bilateral intraocular lens (iol) implant surgeries in 2006, a consumer is having difficulty seeing at night, sees glare of headlights at night, and has noticed her vision is "worse that when first diagnosed with cataracts." She reported her left eye is very hazy. Her surgeon advised her to wear yellow sunglasses to reduce the glare; when she does, the glare is lessened but she is not able to see in the dark with yellow sunglasses. The medwatch report indicated that the lens was explanted. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).